Manufacturer narrative:
The device was returned for analysis. Visual inspection showed spline 7 detached at the proximal side. Evidence of adhesive was seen on both the spline and spline attach point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a catheter spline broke. During an ablation procedure for atrial fibrillation, spline g broke electrically during retraction into the sheath during mapping. X-ray confirmed all splines where attached when re-expanded and visualization was fine. However, upon removal of the orion from a non-boston scientific sheath, the spline was snapped at the distal end. No patient complications occurred.

Event description:
It was reported that a catheter spline broke. During an ablation procedure for atrial fibrillation, spline g broke electrically during retraction into the sheath during mapping. X-ray confirmed all splines where attached when re-expanded and visualization was fine. However, upon removal of the orion from a non-boston scientific sheath, the spline was snapped at the distal end. No patient complications occurred.